Event description:
It was reported that the patient with ischemic cardiomyopathy and stage d heart failure presented with melena since (B)(6) 2020. Patient denies any dizziness, nausea vomiting abdominal pain. Outpatient labs done on (B)(6) 2020 show an international normalized ratio of 8.8, hemoglobin at 8.8 grams/deciliter. Patient did not have melena since 1.5 days prior to admission. Anticoagulation was held after admission and was started on protonix intravenous. Gastroenterology was consulted who initially recommended esophagogastroduodenoscopy but deferred since patient was hemodynamically stable. Hemoglobin drop is likely in the setting of supratherapeutic international normalized ratio of 8.8 prior to admission. Bleeding may have been related to esophagitis or gastritis previously noted on esophagogastroduodenoscopy in 2017 and 2016. No further bleeding since decrease in international normalized ratio. Patient was put on clear fluid diet and continued on protonix.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on vad support. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 (patient code): correction. Section h6 (method code): additional information. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number: (B)(6), could not be conclusively determined through this investigation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU lists bleeding and local infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, h6 (patient code): additional information.

Event description:
It was reported that the gastrointestinal bleeding was confirmed. Upper gastrointestinal endoscopy was done on (B)(6) 2020 and showed the following findings: candida esophagitis, erosive gastritis with hemorrhage, multiple recently bleeding angioectasias in the stomach which were treated with bipolar cautery, normal examined duodenum. Another endoscopy on (B)(6) 2020 showed the following: three gastric body erosions with stigmata of recent bleeding which were treated with argon plasma coagulation (apc), two gastric pre-pyloric erosions with stigmata of recent bleeding which were treated with argon plasma coagulation (apc). These lesions were likely the culprit of progressive upper gastrointestinal bleeding/anemia in setting on anticoagulant use. A single 1mm non-bleeding angioectasia in the duodenal bulb was also found which was treated with argon plasma coagulation (apc), normal first portion of the duodenum, second portion of the duodenum, third portion of the duodenum and fourth portion of the duodenum. Patient had recurrent significant drop in hemoglobin requiring transfusion even after the first gastrointestinal endoscopy and cautery; which necessitated repeat endoscopy with results stated above. The patient also had a nm gastrointestinal bleeding scan that was negative. Multiple transfusions and proton pump inhibitors were administered. Cautery was administered during endoscopy. Patient had the reported ischemic cardiomyopathy and stage d heart failure before they were implanted with the heartmate ii lvad. Echocardiogram done on (B)(6) 2020 before insertion of heartmate ii shows severely dilated left ventricle with ejection fraction (ef) <20%. The patient was discharged from the hospital on (B)(6) 2020.

Event description:
It was reported that the patient had melenic stools associated with hypotension with drop in hemoglobin from 7-5.7 on 10apr2020. International normalized ratio was 4.2 during that time and was given vitamin k and has since corrected to 1.9. Endoscopy showed candida esophagitis, erosive gastritis with hemorrhage, and multiple recently bleeding angioectasias is in the stomach. Patient was treated with bipolar cautery. Patient hemoglobin dropped to 6.6 requiring 2 more units of blood transfusion on (B)(6) 2020 with current lab showing international normalized ratio of 1.2. Small bowel enteroscopy showed three gastric body erosions with stigmata of recent bleeding. Patient was treated with argon plasma coagulation. Two gastric pre-pyloric erosions with stigmata of recent bleeding were treated with argon plasma coagulation. A single millimeter non-bleeding angioectasia in the duodenal bulb. This was also treated with argon plasma coagulation. During the admission, the patient was presumed to have covid-19. The patient was treated with hydroxychloroquine and azithromycin on (B)(6) 2020. The event resolved without sequelae on (B)(6) 2020.